Manufacturer narrative:
Date sent to the FDA: 11/11/2021. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia following surgery.

Manufacturer narrative:
Date sent to the FDA: 10/5/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent attempted hernia repair surgery during which the surgeon noted he was forced to abandon the effort due to what was described as a very significant small bowel plastered to the mesh. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted extensive lysis of the dense adhesions between the mesh and the small bowel and placed a wound vac. It was reported that the patient experienced dense adhesions, small bowel obstructions, mesh migrations, and chronic intractable abdominal pain. No additional information was provided.